Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient experienced inaccurate cgm values which occurred the day the sensor had been inserted in the abdomen. The patient received an egv of 80 mg/dl and when she checked the bg, it was 300 mg/dl. There was no information in the report whether the patient experienced any symptoms prior to and/or at the time of the event. It was not documented whether the patient attempted to self-treat the hyperglycemia. The patient was reportedly hospitalized as a result of the inaccuracy. The patient was diagnosed with dka and hospitalized for 2 days. According to the report, the patient declined to give further details about the episode. Attempts by ts to contact the patient for more details were not successful. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.